Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has 0.21vdc voltage. Global transmitter final functional test was performed and the transmitter passed. The event of a failed transmitter error was not confirmed because the transmitter passed relevant testing. The root cause could not be determined as the allegation was not found.